Manufacturer narrative:
(B)(6). Subject device was returned for evaluation. Sutures and t implants were returned and are free from the insertion needle. The actuator is in the post t-2 position indicating a complete deployment. Device was tested for cycling and functioned as intended. A review of the device history records was performed which confirmed no discrepancies. A complaint history review did not identify additional complaints filed for the manufactured lot on file. Per results of the investigation, no root cause could be determined. At this time, no further investigation is warranted. (B)(4).

Event description:
During an arthroscopy procedure utilizing the fast-fix 360 curved needle delivery system, it was reported that when the surgeon deployed the device, only a piece of the suture without anchors attached was present. Initial device was removed, while surgeon proceeded to utilize a secondary device. It was reported that when the physician went to use the subject device, that the device deployed prematurely. It was reported that all sutures and anchors that did not deploy successfully were removed from the patient. (B)(4).